Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle broke. It was noted that half of the needle was left in the patient cavity and was not retrieved. An x-ray was performed to locate the needle. Product was received without accompanying information.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot# j2l1928ey) 173016, 173016 endo stitch instrument (lot# j2k0014ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli:10 the product was used for a total laparoscopic hysterectomy. During the surgery the devices suturing needle broke in half and it was unable to be retrieved, to date, the piece of broken needle still remains inside the patient. It was reported that after usage of the device the patient experience, bleeding, burning pain, chronic pelvic pain, device defective, pain, suffering, loss of quality of life, mental anguish, emotional distress. Post-operative patient treatment included x-ray.